Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# v508855, implanted: (B)(6) 2011, product type: lead, product ID: 3387s-40, lot# v508855, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that there was a presumed lead migration per MRI in (B)(6) 2017 and a ¿new implanting surgeon¿. Initial bilateral vim placement on (B)(6) 2011 was noted with excellent intra-operative macrostim benefit (good). There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v508855, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was having multiple issues after implant in 2011, and it was assumed that it was due to programming. The issues were stated to be the patient's inability to drive, and cognitive issues. It was unknown if related to the patient's device or therapy. It was stated that the patient got into a car accident after implant while aspirating on coffee, and another car accident in 2011 as well. The patient had been reprogrammed multiple times, but the patient never received therapy. It was determined that the patient's leads were misplaced, causing the issues. The patient had a revision performed the week of the report. No further complications were reported or anticipated.